Event description:
The manufacturer received information alleging a ventilator vent service required occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center error e-325 power_vbus_ dropped code was found in the ventilator's downloaded error log. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.